Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. To address the low bg level, the customer consumed crackers. Reportedly, the customer miscalculated the carbohydrates. Recommendation was made to consult with health care provider regarding diabetes management.